Event description:
A cartridge alarm issue was reported by the customer, with multiple alarms occurring consecutively. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, technical support confirmed the alarms and decided to replace the malfunctioning pump, ensuring the customer received a pump with updated software. The customer was advised on the necessary steps to return the problematic pump and prepare the new one for use, which they understood and acknowledged.